Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent cartridge alarm 1 (no pressure change when expected) occurred. New cartridges were loaded to address the issues and inaccurate fill estimates were received. Blood glucose levels ranged between 100-120 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.